Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Recurrent incontinence and fluid leak are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence due to a nonfunctioning device. During a revision surgery, the physician confirmed leakage on the cuff. The device was explanted and replaced, and no further patient complications were reported.